Event description:
It was reported that pump battery depleted faster than expected, dropping from 65% to 55% within 30 minutes, and that software tool did not automatically populate, although no alarms, alerts, or shutdown occurred while only tandem accessories were used. There was no reported impact to the customer¿s blood glucose level. Customer service recommended charging pump every day for about 15 minutes and advised customer to call back if issue persisted, and customer acknowledged these instructions.